Manufacturer narrative:
(B)(4): results: (no root cause of the event can be determined based on information available); (stent thrombosis).

Event description:
A 3.5mm diameter x 15mm length integrity rapid exchange (rx) coronary stent was deployed in the mid rca of a patient. The target lesion was described as severely tortuous with mild calcification and 40% stenosis remaining after predilatation. No issue was reported during deployment of the relevant stent which was confirmed to be fully expanded post deployment. However, it was reported that, approximately one week post implant of the relevant stent, the patient presented with stent thrombosis. Thrombus aspiration and re-stenting of the lesion were performed. No other clinical sequelae were reported.